Event description:
It was rpeorted that when the device was used in a laparoscopic nissen procedure, a piece of the outer gasket seal tore and fell into the patient. Pt retrieved the piece of torn seal and completed with same device. There was no patient consequence.